Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5114507, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that one of the patients leads had migrated south. The patient underwent a revision procedure wherein the leads were relocated. The patient was doing well postoperatively.